Event description:
Customer reported that the insulin pump screen was scratched. The blood glucose reading was 120 mg/dl. She stated that the insulin pump had been dropped and bumped. She also reported that the battery cap was stripped. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, broken belt clip slot and stripped battery cap coin slot.